Event description:
The account stated that during preventative maintenance they found the brake steer casters at the foot of the bed would not hold if pressure was applied to the bed. The bed was located at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account ordered new brake steer casters to resolve the issue. Based on this information, no further action is required.